Event description:
Patient underwent percutaneous coronary intervention on (B)(6) 2025. Reported that the angioplasty balloon was inflated into the right coronary artery and ruptured. Physician removed balloon catheter with half of the balloon attached. Physician was able to remove remaining piece of balloon from guide catheter with no obvious balloon pieces left in the patient.